Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific has issued a field safety notice regarding a subset of emblem devices that has an elevated potential of exhibiting this behavior. This particular device was not included in the emblem s-ICD premature depletion advisory population. However, this capacitor behavior can still occur in non-advisory devices.

Event description:
It was reported that this device had reached end of life (eol), however 70% remaining longevity was noted. Premature battery depletion was alleged. No adverse paten effects were reported. Additional review from engineering noted that the latest data from may 2020 did not have information to analyze. It was noted that only the alert condition of eol was uploaded, but no full device interrogation. It was noted that information from september 2019 could be analyzed and the device was showing an increase in battery consumption at that time. Engineering noted that to obtain a more accurate evaluation on device data, the device would have to be interrogated and the data sent for review. The device was subsequently explanted and returned.

Event description:
It was reported that this device had reached end of life (eol), however 70% remaining longevity was noted. Premature battery depletion was alleged. No adverse paten effects were reported. Additional review from engineering noted that the latest data from may 2020 did not have information to analyze. It was noted that only the alert condition of eol was uploaded, but no full device interrogation. It was noted that information from september 2019 could be analyzed and the device was showing an increase in battery consumption at that time. Engineering noted that to obtain a more accurate evaluation on device data, the device would have to be interrogated and the data sent for review. The device was subsequently explanted and will be returned.

Event description:
It was reported that this device had reached end of life (eol), however 70% remaining longevity was noted via remote monitoring report. Premature battery depletion was alleged. The device remains implanted. No adverse paten effects were reported. Additional review from engineering noted that the latest data from may 2020 did not have information to analyze. It was noted that only the alert condition of eol was uploaded, but no full device interrogation. It was noted that information from september 2019 could be analyzed and the device was showing an increase in battery consumption at that time. Engineering noted that to obtain a more accurate evaluation on device data, the device would have to be interrogated and the data sent for review.